Event description:
It was reported that signal loss occurred. Product was provided for investigation. The allegation was confirmed via product as a signal loss over an hour. The probable cause was the patient closed the mobile app.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. G3: date received by manufacturer - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation - additional. H6: investigation findings - additional. H6: investigation conclusion - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.